Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately one year following the implant of this transcatheter bioprosthetic valve, the one year follow-up echocardiogram showed moderate paravalvular leak (pvl) and moderate aortic regurgitation (ar). The ejection fraction (ef) was previously 60-65% and was now 48%. The patient was asymptomatic and preferred conservative management and observation. Additional echocardiogram was scheduled. No additional treatment was provided. No adverse patient effects were reported.

Event description:
Additional information was received which indicated that the discharge transthoracic echocardiogram (tte), from one day following the valve implant, showed no pvl. The discharge tte showed a mean aortic gradient of 8 millimeters of mercury (mmhg) and did not record the central ar. The one-year follow-up echocardiogram showed a mean aortic gradient of 15.2 mmhg, a peak aortic pressure gradient of 31.36 mmhg and a central/transvalvular ar of moderate. Carvedilol 3.125 mg was added as treatment and losartan was reduced to 25 mg once daily.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.